Event description:
Kim, s.h., son, b.c., lim, s.c., kim, w.j., bae, d.w., shon, y.m. Eeg driving response during low-frequency stimulation of anterior thalamic nucleus: is it a good predictor of the correct location of dbs electrode? Clinical neurophysiology. 2013;125(5):1065-1066. Doi:10.1016/j.clinph.2013.09.010. Summary/reported events: one (B)(6) male patient underwent bilateral anterior thalamic nucleus (atn) deep brain stimulation (dbs) to control intractable complex partial seizures. During stimulation of the left atn, a cerebral synchronizing driving response (dr) was clearly observed during bipolar stimulation between contact 0 and contact 3. Stimulation of the other dbds electrode contact pairs showed weak or absent dr. There was, however, no cortical dr following stimulation of the right atn, but ¿bizarre¿ electrical electroencephalography (eeg) artifacts were identified in the hippocampal depth electrodes. A post-operative MRI revealed that the trajectory of the left dbs electrode was intact, but that the tip of the right dbs electrode had missed its target and extended into the lateral ventricle. Following an operation to reposition the right dbs electrode, a cerebral dr was consistently observed on the scalp eeg and the right hippocampal depth eeg. A post-repositioning operative CT scan showed that the severe electrode artifacts still hampered the estimation if the right electrode was properly inserted in the right atn. During eeg monitoring without stimulation, frequent epileptiform discharges (eds) were observed on the bilateral anterior hippocampal depth electrodes, but not on the scalp electrodes. In addition, one or two sessions (for several hours) of high frequency stimulation on unilateral or bilateral atn to predict the forthcoming anti-seizure effect of dbs after the operation. During a bilateral high-frequency stimulation session over four hours, the occurrence of hippocampal eds was markedly reduced. The source literature included the following device specifics: lead model 3387 and external stimulator model 3628 further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about patient information and additional information regarding the reported events. The device was used for an off label indication. The device was used to treat seizure. Concomitant medical products: product ID 3387, lot# unknown, product type: lead; product ID 3387, lot# unknown, product type: lead. (B)(4).